Manufacturer narrative:
The samples were serum and centrifuged for 5 minutes at 3000rcf. Qc was within the customer's established ranges during this event. A system check from (B)(4) 2011 initially failed the washed portion; the test was repeated and passed. Another system check performed after the event on (B)(4) 2011 met specifications. A bec field service engineer (fse) performed a diagnostic system check which met specifications. Fse replaced the main pipettor which was worn out. Fse replaced one set of aspirate probes and instructed the customer to install a new set of aspirate probes every 6 months. All verification met specifications. A definitive root cause could not be determined for this event. The following inhibin a reagent pack was used with this unit: catalog number: a36097, lot number: 019617, date of manufacture: 01, dec, 2010, expiration date: 30, nov, 2011. The following inhibin a calibrators was used with this unit: catalog umber: a36098, lot number: 018607, date of manufacture: 01, dec, 2010, expiration date: 31, oct, 2011.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to lower than expected inhibin a results for 3 patients' samples generated by the access2 immunoassay analyzer. The erroneous result was reported out of the laboratory. The samples were repeated on the same unit and higher results were obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.